Event description:
Reporting status: serious injury-permanent damage. Reporting rationale: guide wire tip remains in pt. Device issue: guide wire separation. It was reported that post cardiac catheterization, a piece of the guide wire was left in the distal branch. No add'l event or pt info is available.

Manufacturer narrative:
Maude report attached.